Event description:
A blood donor's physician contacted baxter in 12/2005 regarding one of his pts who suffered an acute asthma attack during an alyx apheresis procedure. The physician characterized the donor's reaction as life threatening. According to the physician, the donor developed shortness of breath, coughing paroxysms, and wheezing after the first return phase. According to the blood center, the donor stated he was feeling fine during the first draw phase and the first return phase. During the second draw phase the donor found it hard to breathe and used his inhaler. The donor stated he was okay. The operator discontinued the procedure and returned all fluids after the donor used his inhaler a second time. The donor used his inhaler four times during return of fluids. According to the physician, the donor used a previously prescribed albuterol inhaler every hour for several hours and then less frequently for several days to resolve his acute asthma symptoms. According to the blood center, a supervisor contacted the donor several days after the donation and at that time he seemed to be okay. The physician saw the donor 15 days later, by which time his acute symptoms were resolved.